Manufacturer narrative:
As reported, after the 5mm angioguard embolic protection device was placed, the black sheath broke when peeling away from the wire. The team was not able to fully peel the sheath off the wire. There was no reported injury to the patient. Based on the limited information available, the reported ¿deployment (delivery) sheath-peeling difficulty (rx only)¿ was not confirmed. Without the return of the device, the exact cause of the event could not be determined. Based on the information available for review, procedural or handling factors may have contributed to the event. According to the precautions in the safety information of the instructions for use, ¿the deployment and capture sheaths are delicate instruments and should be handled carefully. Prior to use, and when possible during the procedure, inspect the deployment sheath, capture sheath, and capture sheath rx port region (approximately 30 cm from the distal tip) for bends, kinks, or other damage.¿ the information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, after the 5mm angioguard embolic protection device was placed, the black sheath broke when peeling away from the wire. The team was not able to fully peel the sheath off the wire. There was no reported injury to the patient. Additional information and device return was requested; however, neither were not obtained after multiple attempts made.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the 5mm angioguard embolic protection device was placed, the black sheath broke when peeling away from the wire. The team was not able to fully peel the sheath off the wire. There was no reported injury to the patient. Additional information and device return was requested; however, neither were not obtained after multiple attempts made.